Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise exhibited by the right ventricular (rv) lead, resulting in ventricular pacing inhibition. An increased pacing impedance measurement up to 1700 ohms was also observed. There were no reported clinical observations related to this issue, and no adverse patient effects. A revision procedure was performed. The rv lead was explanted and successfully replaced. During the revision procedure, a high pacing threshold measurement was also noted exhibited by the left ventricular (lv) lead. Thus the lv lead was explanted and successfully replaced. It was noted that the lv lead showed repaired insulation that had been performed prior to this procedure.